Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device could not be reviewed since the device was manufactured more than 15 years ago. However, olympus only ships products manufactured according to all applicable procedures and met final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the parts deteriorating since it was manufactured more than 15 years ago as well as worn out due to repeated use.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue and found the main lamp burnt out and the spare lamp aging. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the unit shut down during a procedure. No patient harm or injury was reported.